Manufacturer narrative:
Correction: annex c: c07, annex d: d02. Additional information: annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of channel error 351.6660 was confirmed through the error log. On 11-dec-2024, syringe device was received unboxed and with paperwork. The unit passed check-in testing; visual inspection could not confirm the stated problem the fault was identified through the error logs. The unit was disassembled, and the nylon screw was not installed correctly on the conductive wiper assembly to the carriage block causing the unit to alarm error code 351.6660. The nylon screw was not properly installed. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6660. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6660. There was no patient involvement.

Event description:
It was reported that the device had error code 351.6660. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c07. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of channel error 351.6660 was confirmed through the error log. On 11-dec-2024, syringe device was received unboxed and with paperwork. The unit passed check-in testing; visual inspection could not confirm the stated problem the fault was identified through the error logs. The unit was disassembled, and the nylon screw was not installed correctly on the conductive wiper assembly to the carriage block causing the unit to alarm error code 351.6660. The nylon screw was not properly installed. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.